Manufacturer narrative:
The explanted ipg will not be returned for eval as it was discarded by the medical facility. A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.

Event description:
A report was received that during a lead revision due to migration the physician noticed there was blood inside the ipg ports. When the leads migrated they broke the seal on the ipg header causing blood to enter the header and ports. The ipg was functioning properly, but the physician replaced the pt's ipg and leads. After the procedure the pt was reportedly doing well.